Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the entire system was explanted months prior but was never reported in nlink. The rep also stated it was unknown when the entire explant took place. The pump and catheter were explanted prior to (B)(6) 2024, so it was unknown as to whether anything was returned. Additional information received from a patient indicated that the doctor had to remove his pump system on (B)(6) 2023 because they thought he had developed an infection, but he also mentioned that it turned out, there was not an infection. A new pump system was implanted on (B)(6) 2024.